Manufacturer narrative:
H.6. Investigation: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for stopper function with the incident lot was observed. Additionally, testing of the customer samples was performed and stopper function was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported after use the bd vacutainer® serum / cat blood collection tubes stopper had creep out or loose closure. This event occurred 10 times. The following information was provided by the initial reporter: the customer noticed "after blood collection, some shields were loose and others came off.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported after use the bd vacutainer® serum / cat blood collection tubes stopper had creep out or loose closure. This event occurred 10 times. The following information was provided by the initial reporter: the customer noticed "after blood collection, some shields were loose and others came off.